Manufacturer narrative:
Investigation: no product at hand. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause for the problem is most probably patient related. Rational: according to the complaint description, the patient fell from his height. This means an extreme mechanical stress which leads to the breakage of the screws. A CAPA for improvement and better durability was started ((B)(4)).

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: brazil. It was reported that the patient fell and broke two screws.